Event description:
Scrub tech after doing a case, removed glove and found that the scrub tech hand had become discolored (brown, brown-green). 2 to 3 minutes later, after attempting to wash hands the scrub tech experienced stinging/burning/numbness and was sent to the ER for treatment.